Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
1 false negative sars result for one patient, symptomatic, confirmed by pcr. The same patient received 2 false negatives. Additional mdrs will be filed for the other events.